Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "liquid on breasts."

Event description:
Patient reported left side "liquid on breasts," ¿afraid of alcl,¿ and "is worried and plans on removing implants." The device remains implanted.